Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. Devices must pass manufacturing, quality, and sterility specifications prior to release. A review of the complaint history database, non-conformance's and capas revealed no trends for this lot.

Manufacturer narrative:
This follow-up is created to document the conclusion of the investigation. An alpha I pump and two cylinders were received for evaluation. The inlet tube and connector were detached to allow testing. Examination and testing of the returned components revealed partial separations within abrasion on the exhaust tube of cylinder 1. Testing revealed this to not be a site of leakage. Surface crazing was noted on both cylinders. No functional abnormalities were noted with the pump, either cylinder or detached inlet tube with connector. Because the available information did not indicate what factors may have contributed to the reported "malfunction", and because no functional abnormalities were noted, the cause of this reported event could not be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction: implant was in for 19 years.